Manufacturer narrative:
Patient ID not provided due to swedish patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
Medtronic received information that, through a healthcare professional, the gantry of the imaging system would not rotate when prompted by the user in a spinal fusion. It was reported that restarting the imaging system restored functionality.